Event description:
Pt complained of "leaking" from around the needle at six months post-implant. For three months, the device functioned normally. At ten months post-implant, the device was explanted because the leakage worsened.